Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure markerband visibility issues occurred. The physician was using the 2.5x20mm apex monorail balloon in the circumflex (cx) and it was noted that the physician was unable to visualize the markerbands on the apex balloon. The device was removed and the procedure was successfully completed with a 2.5x20mm maverick balloon. No patient complications were reported with the patient's current condition listed as "fine".